Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer requested MRI compatibility guidelines. It was reported the patient was having some issues. The patient contacted their spinal specialist who suggested the patient go to the emergency room and get an MRI of his lower back. It was unknown if the symptoms were related to the patient¿s implantable neurostimulator (ins) device or therapy. Caller said some of the symptoms the patient is having are not at all related to the device and that the patient would have told her if they were. No further complications were reported or anticipated. The indication for implant was non-malignant pain and failed back surgery syndrome.